Manufacturer narrative:
(B)(4). D10: 145132, maxim ps femoral component , 365040. 141314, maxim modular finned stem, lot: 765220. 141213, maxim primary tibial plate, 002650. 11-150840, biomet all poly patellar button, lot: 571730. Unknown, palacos cement, unk lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left primary total knee arthroplasty about 26 years ago, subsequently approximately 6 to 8 weeks post-implantation required manipulation under anesthesia because the knee ¿froze up.¿ no additional surgical or medical interventions were reported to date. Attempts have been made and no further information has been provided.